Event description:
It was reported that during a ptca treatment procedure, the viva balloon ruptured and removal difficulties were encountered. The shaft fractured during removal and the tip of the device was retained in the pt's body. The lesion being treated was a calcified, stenotic lesion in a small lad coronary artery that had been dilated four months earlier. The pt was treated with aggrastat (anti-platelet therapy, a,k.a.: tirofibon), and was waiting for surgery. The pt was asymptomatic in 2004, but expired the following day, four days after the procedure. A thrombus was suspected as the cause of death. No additional info is available regarding this event.